Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an intermittent signal with the 3cg stylet is inconclusive due to poor sample condition. One 3cg stylet t-lock assembly was returned for evaluation. The grey fin connector and electrodes were not returned. A kink in the polyimide tubing was noted 5.5 cm from the distal tip. The event description does not indicate any deformation to be present and may have occurred during return of the device. A multimeter was used in order to test the continuity of the white fin and distal tip of the stylet. The electrical signal was found to be continuous. The electrical resistance was measured and found to be within manufacturing specification. Based on the information and sample provided, possible contributing factors include damaged grey fin connector or loose connections. Since no apparent issues were noted with the continuity of the stylet, the complaint could not be confirmed and the cause remains inconclusive at this time. A lot history review (lhr) of refn0850 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse feels as though there is a short in the 3cg wire. While inserting the wire would intermittently pick up and she realized that if she held the 3cg wire a certain way and kept it off from resting on the bed then it would work." (B)(6) 2021: the returned sample exhibited a kink.